Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a thyroidectomy procedure. Reportedly, the staples prefired. The hosp has reported no pt injury occurred.